Manufacturer narrative:
Main investigation conclusion: evaluation of the submitted photos confirmed superficial damage to the external portion of the outer jacket of the patient¿s driveline. Additionally, evaluation of the submitted log files confirmed a low flow alarm; however, a direct cause for the reported event could not be conclusively determined through this evaluation. The submitted log file contained data from (B)(6) 2021. The pump operated above the low speed limit for the duration of the log file. The log file recorded a single low flow alarm on (B)(6) 2021. The rest of the log file consisted of pulsatility index (pi) events as well as power cable alarms which appeared to be associated with routine power source exchanges. There were no other notable alarms and the log file appeared to show the system operating as intended. The patient remains ongoing on ventricular assist device (vad) support. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) and patient handbook provide information on caring for the driveline and identifying potential driveline issues; however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. The heartmate ii lvas IFU rev. C is currently available. The section entitled ¿pump performance monitoring¿ under patient care and management covers wear and tear to the driveline. Section 1 "introduction" of the IFU provides an explanation of all pump parameters, including pump flow. Section 4 provides more information regarding all pump parameters and also describes situations which may result in a low flow hazard alarm. Section 6 "patient care and management" explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling, explains that pump flow is estimated from pump power, and addresses assessing pump flow. Section 6 (under "anticoagulation") outlines the suggested anticoagulation regimen (including inr range) for patients using the heartmate ii lvas. Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions including the low flow hazard as well as the appropriate actions associated with them. Heartmate ii lvas patient handbook, rev. C) is currently available. Section 4 of this handbook contains information on ¿caring for the driveline.¿ however, all hmii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and movement/flexing over time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit shipped on (B)(6) 2015. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Event date of external damage sustained to the driveline requiring taping was not provided and has been estimated. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is complete.

Event description:
It was reported that the patient's heartmate ii driveline covering was fraying, and electrical tape was applied to the entire driveline on an unknown date. The patient was seen in clinic and tape was reapplied. The customer sent in log files to review for any evidence of electrical issues related to the damage. The log file captured an isolated low flow event on (B)(6) 2021. This appeared to be patient-related and not a device issue. There was no evidence of driveline shorting in the log file. The low flow event resolved without intervention. The patient is stable and the site planned to continue monitoring the patient for any issues related to the driveline damage.